Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, the cartridge change error issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a cartridge change error occurred with multiple cartridges during the load sequence. A system check could not be performed for the occlusion issue due to the cartridge change error issue. The customer's blood glucose (bg) level was 194 mg/dl. Reportedly, the customer reverted to insulin syringes for alternate insulin therapy.